Event description:
It was reported that the right atrial lead exhibited low impedance and high thresholds during the implant procedure. Body fluids were noted inside the lead. The lead was not used and a new one placed. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.